Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign objects within the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause for the presence of the foreign material in the subject device could not be determined. Should additional information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.